Manufacturer narrative:
Initial.

Event description:
It was reported that the user inadvertently initiated the fill tubing step after already completing a supply change and was guided to advance through the steps while disconnected to resume therapy. No adverse clinical symptoms reported. Outcomes included medical intervention, no alarms, and continuation of therapy after education. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user interaction with the fill sequence consistent with use error, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.